Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal she noticed that sensor wire was not present but that a small portion of the sensor wire was still protruding from pt's skin. Pt's mother states that she was able to pull out protruding sensor using tweezers. During her call to dexcom technical support pt's mother reports that despite some redness at insertion site, pt was feeling fine.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, event in the absence of any evidence of physical harm or necessity for intervention.